Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient was in a long-term care facility. The patient had a foley catheter in place for some time because the device was not helping with retention. The patient started experiencing retention around (B)(6) of 2014. At some point, the implantable neurostimulator (ins) was turned off and it was off currently. Also, the patient was getting chronic urinary tract infections (utis) and had the catheter taken out. The hcp did not know the specific sequence of events for the patient. There was no troubleshooting/interventions already performed. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.